Event description:
It was reported that the patient had open heart surgery (date not reported) and it was noted that the surgeon had difficulty operating due to the implantable neurostimulator (ins). It was noted that the patient's tens unit interfered with the electrocautery. In addition, the patient stated that they were unable to adjust the stimulation and that the ins had not worked for the past 2 years with the result that they were in pain. It was unclear if the ins battery had reached an end-of-service condition. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).